Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There is tip damage. Microscopic examination revealed that the balloon has a 6mm longitudinal tear 9mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.5mm x 8mm non-bsc balloon catheter. No patient complications nor injuries were reported.